Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 18oct2018. Philip's field service engineer (fse) confirmed the reported problem. The fse replaced the touch frame assembly to resolve the issue.

Event description:
The customer reported that the touchscreen was unresponsive. There was no patient harm reported. The event date was not specified; estimate used.